Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier for long charge time of a capacitor maintenance. The patient was in stable condition and monitoring will continue at this time.

Event description:
New information indicates the device was explanted due to unrelated normal elective replacement indicator (eri) and returned.

Manufacturer narrative:
Final analysis notes the device was at the elective replacement indicator (eri). The reported field event of charge time out was confirmed in the device image and on the bench. Analysis was not performed on the high voltage capacitors due to the condition of the high voltage capacitors. Testing was performed with lab high voltage capacitors, and the device was found to be normal. The cause of the charge timeout seen in the field remains undetermined. In addition premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.